Manufacturer narrative:
The investigation determined that lower and higher than expected vitros creatinine (crea) results were obtained using vitros crea slides in combination with a vitros 5600 integrated system. The customer considered the non-vitros (labtest) results to be the expected crea results. The assignable cause of the event was not determined. There were no details provided regarding the patient diagnosis, medication list, or other assay results. Other than the data provided by the ortho laboratory specialist, there has been no additional investigation of the samples, reagent or analyzer. Therefore, a vitros crea slide lot issue, an instrument issue or a sample related issue cannot be ruled out as potential contributors to this event. Ongoing tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros crea lot 1522-3589-7685.

Event description:
A customer obtained lower and higher than expected vitros creatinine (crea) results using vitros crea slides in combination with a vitros 5600 integrated system. The customer considered the non-vitros (labtest) results to be the expected crea results. Sample 1 = 0.15 versus expected 3.60 mg/dl. Sample 2 = 0.15 versus expected 1.65 mg.dl. Sample 3 = 0.20 versus expected 2.13 mg/dl. Sample 4 = 0.29 versus expected 2.36 mg/dl. Sample 5 = 0.49 versus expected 2.13 mg/dl. Sample 6 = 0.56 versus expected 1.96 mg/dl. Sample 7 = 0.73 versus expected 1.62 mg/dl. Sample 8 = 0.84 versus expected 1.69 mg/dl. Sample 9 = 0.94 versus expected 1.53 mg/dl. Sample 10 = 1.15 versus expected 1.68 mg/dl. Sample 11 = 1.28 versus expected 1.86 mg/dl. Sample 12 = 1.29 versus expected 1.71 mg/dl. Sample 13 = 1.37 versus expected 2.04 mg/dl. Sample 14 = 1.43 versus expected 3.06 mg/dl. Sample 15 = 1.50 versus expected 3.72 mg/dl. Sample 16 = 1.54 versus expected 1.06 mg/dl. Sample 17 = 1.98 versus expected 1.39 mg/dl. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The lower and higher than expected vitros crea results were not reported from the laboratory. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report is number two of seventeen MDR¿s for this event. Seventeen 3500a forms are being submitted for this event as seventeen devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).